Event description:
Event description boston scientific crm received information that at one day post-implant, this right ventricular lead exhibited loss of capture and thresholds of 2.2v. The pacemaker was found to be in retry mode at 4.6v @ 0.4ms. R-wave amplitude, sensing and impedances were within normal ranges. A review of chest x-rays was inconclusive. The physician felt this was a device issue, however no other performance anamolies were noted. No adverse patient effects were reported. A revision procedure has been scheduled for the lead.